Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found.

Event description:
It was reported by the patient that they ended up being allergic to the implant, got a rash around their neck and an infection. The device was explanted and another device was implanted on the other side. No further patient complications have been reported as a result of this event.